Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving hydromorphone (at an unknown concentration and dose) and morphine (20 mg/ml at 18.07 mg/day) via an implantable infusion pump. The indication for use was spinal pain. It was reported that the patient's pump had been empty for four months due to their managing healthcare provider (hcp) ending their practice and not having a current hcp. Hydromorphone was added to the pump today and the pump was temporary stopped so that the patient would not get any drug. It was noted that on (B)(6) 2019 the hcp would do a full system content removal. No symptoms were reported. No further complications have been reported as a result of this event.